Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass with roux-en-y procedure, the clips scissored. Another like device was used to complete the procedure. There was no patient consequence.